Event description:
It was reported that the asymptomatic patient presented with a device exhibiting post paced t-wave oversensing. The device was reprogrammed and remains implanted.

Event description:
New information received notes that post-paced t-wave oversensing was again observed during a follow up. Further programming changes were made. The patient was doing well.